Event description:
Hospital reports that unit began alarming and then shut down while on a patient. No patient injury reported. Respiratory therapist at bedside immediately began to manually ventilate infant, until a substitute ventilator was obtained.